Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. New information added to the following fields: h4, h6. Corrected fields: e1, e2, e3, g2. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a definitive root cause could not be determined. However, it is likely that the image flickered and error code e226 occurred due to a cable knit failure. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported to olympus, the image flickered when using the 4k camera head. There were no reports of patient harm.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation of image issue was confirmed. The device evaluation found the malfunction was caused by the cable assembly. The image was normal then flickered when the cable was manipulated, then error e226 appearred. The image became shallow when error e226 appeared then will reconnect again once the cable was left untouched and the image became normal again. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation. Additional information has been requested regarding this event.